Event description:
On friday afternoon they had a stereo to do on the brevera. When the nurse went to put the specimen in the path container there was no tissue in the 12-chamber tissue filter. They reset up with all new kit and took another sample, again there was no tissue sample. No error codes or messages are displayed on the unit. The involved needles were cut from their tubing and disposed of. No injury, but the patient has been rescheduled for another biopsy. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Console was examined and tested : multiple test cutting cycles completed with two separate needles, all cycles completed without error. Motor accuracy tests completed - all found within specification. Error logs checked however unable to see any errors potentially causing issue. The device met the manufacturer´s specifications. 2 needles were used in this event , reported under 1222780-2022-00281.